Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead undersensing was noted on an event approximately two years ago. The current interrogation has no observations. The lead remains in use. No patient complications have been reported as a result of this event.